Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent an ipg replacement on (B)(6) 2021 due to device reaching end of life it is unknown if the ipg depleted prematurely. The issue was resolved and effective therapy was restored post-op.